Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was premature/abnormal battery depletion. Cardioversion was performed which resulted in premature ins depletion. Patient called corporate once he received an error message on his remote and was told that the code meant the ins was dead and needed to be replaced. The device was replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the hcp. The date of the cardioversion was (B)(6) 2025. The hcp provided the clinic name/location and noted afib with rvr was used in the standard placement (right anterior, upper chest, posterior left mid back shoulder blade area. The location of the ins was in the right buttocks and stimulation was note to be not off during cardioversion. The patient had previous cardioversions with their ins.

Event description:
Patient reported seeing 332 and then 302 codes on his handset. Technical services(ts) reviewed that 332 is related to the drug delivery, thus, ts was not sure how patient would see that error. Therapy stopped, yesterday morning. Ts reviewed 302 is end of service. Additional information was received from the healthcare provider (hcp) stating the device malfunctioned after cardioversion and the battery is no longer functioning. The system will be replaced (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.